Event description:
It was reported that the user attempted to charge an ilet pump that had fully powered down, noted the device felt hot, and required guidance to wait for the pump to resume operation after the battery depletion; the charger and ilet were confirmed to function, and a blood glucose value of 386 mg/dl was entered into the pump. Symptoms included hyperglycemia. Outcomes included no injury and no clinical intervention beyond user education. Investigation included customer service troubleshooting and user education on device restart behavior after full battery depletion. Investigation of this case revealed normal device function with no alerts or alarms, consistent with expected device behavior during recovery from a complete battery discharge. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.